Event description:
The patient's clincal status was not addressed, but during the implant procedure, after the pocket was closed, first interrogation revealed no output at 4.5v and >2000 ohms lead impedance. The pocket was opened, the setscrew was loosened and the terminal pin was cleaned. The lead was then inserted into the header and the device was placed back into the pocket. No output at 4.5v and high impedance was again observed. Therefore, a new device was implanted.